Manufacturer narrative:
During troubleshooting on the phone, it was determined that the user did not have any new test strip cartridges to test with. Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user in order to perform the control solution tests with the new strips, however the user was unable to complete the troubleshooting at that time. Dario's representative advised the user to contact dario again if he encounters any issue. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user, who has two dario meters, reported receiving bg readings in the 254 mg/dl to 265 mg/dl range from his newer dario meter, which he received in (B)(6) 2023, when compared to a bg reading of 98 mg/dl from his older dario meter.